Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial positive architect stat troponin-I result of 0.918 ng/ml was generated. The sample was repeated in duplicate and results of < 0.03 ng/ml were generated for both replicates. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was performed to evaluate the performance of architect stat troponin-I reagent lot 87673un16. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. Accuracy testing was also performed to evaluate the performance of reagent lot 87673un16. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.